Event description:
It was reported that when using the bd pyxis¿ medstation¿ es irmoops main drawer 1 not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer one was not detected on bus. A field service engineer (fse) found that the lights on the rear drawer pyxis bus controller module were off, so the printed circuit board assembly (pcba) card was replaced. The drawer was then tested with hardware test application and verified to be operational. The system functioned as intended after the field service engineer repaired the device.